Event description:
It was reported that an asymptomatic patient presented during device change out due to normal eri. The patient reported "funny behavior at the airport" but could not define the issue. The device was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
No complaint was received with the return of the device. The device was tested on the bench and no anomalies were found.